Event description:
During rf delivery, runs of vt were observed, discontinued pacing and vt was still observed. Disconnected the cs catheter and no vt was observed. The case was completed successfully, and no injury to the patient occurred.